Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a device change out procedure when the physician used electrocautery, loss of capture that resulted in approximately four seconds of asystole was seen. Boston scientific technical services (ts) was consulted and discussed that the defib detect circuit is designed to prevent energy from being delivered to an unintended location in the heart due to the circuit that is being created by the external current, as well as being delivered into the device and potentially damaging the circuitry. Ts explanted that if current is seen on the leads that exceeds the threshold, the defib detect circuit causes the device to truncate any pacing that is occuring at that moment. The pacemaker was explanted as planned and the right ventricular (rv) lead was surgically abandoned. The patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.